Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection findings, service repair noted the customer reported issue of ": the housing that received the pedal of the scope is not working" is confirmed. Inspection found worn out video connector pins causing poor connection to pigtails. The light guide connector is worn out. In addition, dead battery was found not holding settings. Illumination check found lamp b is dead (burn out lamp) and the lamp a is aging. Device evaluation findings confirmed the customer reported issue and found to be attributed to worn out video connector. Additionally, worn out lamp (lamp b) was noted. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer reported with an issue of " the housing that received the pedal of the scope is not working ". The issue found during a diagnostic procedure. There was no patient harm reported, no user injury reported due to the event. Device evaluation found burn out lamp. Lamp b (dead lamp) and lamp a (noted to be aging lamp).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The specific root cause of the of the worn-out video connector could not be determined at this time. Olympus will continue to monitor field performance for this device.